Event description:
It was reported that research pathology of an explanted heart found 8 unk xience stents implanted in the proximal-distal right coronary artery. Stent thrombosis was found. The cause of death was stent related death. The events occurred 14 days post stent implantation. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of implant: (B)(6) 2011. There was no reported product deficiency and the product was not returned. The reported patient effects of death and thrombosis, as listed in the electronic xience v / xience nano everolimus eluting coronary stent system instructions for use are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The seven other xience v devices referenced are being filed under separate medwatch MFR numbers.